Event description:
Additional information indicates prior to replacement, the patient had fallen due to seizures which may have caused the lead to migrate.

Event description:
Further information indicates the system was explanted and replaced with a drg system.

Manufacturer narrative:
The reported event for high impedance was not confirmed. As received, the octrode lead passed electrical testing. No root cause was identified for the reported issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. As a result, surgical intervention may be pending.